Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a patient the device was unable to obtain an ECG signal. The clinician obtained another device to continue treating the patient the patient subsequently expired. Subsequent biomed testing was unable to duplicate the malfunction.